Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that when restarting the device, it displayed "power up fails code #14" as reported by the customer. However, this error could only be reproduced once by the fse. The fse checked all calibrations, changed three mufflers and allowed the iabp to run for several days with the trainer, and the system no longer reported any significant errors. During the pneumatic interface module (pim) leak test, the iabp failed the leak test several times (-12, -14, -15). The fse tried a new safety disk, but the test still failed. The fse then replaced the patient interface module and the leak test passed five (5) times. All calibration, functional, leaks and electrical safety tests were performed per factory specifications, and the iabp passed all tests.the fse indicated that the iabp would be subsequently returned to the customer in a few days time, as cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "maintenance due, internal error", and after turning back on, the iabp generated "power-up failure test fails #14." The customer swapped out the iabp to another cardiosave unit and continued patient therapy without any further issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "maintenance due, internal error", and after turning back on, the iabp generated "power-up failure test fails #14". The customer swapped out the iabp to another cardiosave unit and continued patient therapy without any further issue. There was no patient harm and no adverse event was reported.